Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in critical override and not communicated. The field service engineer (fse) logged into remote support service (rss) and found it was connecting to the station but unable to launch the application, contacted technical support, and was advised that the issue appeared to be a reservation leasing problem requiring hospital it review; technical support confirmed they were engaged with customer support and had dialed in to adjust settings, after which fse logged into rss again, confirmed the station was online, successfully launched the rss application, and logged into the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary during critical override the device was not communicating and it was offline in remote smart service. This pave way for drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.